Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: approximately five weeks post implantation: moderate pain/problems, satisfied; approximately three and a half months post implantation: moderate pain, slight problems dissatisfied; approximately three months and three weeks post implantation: knee discomfort; approximately five and half months post implantation: knee pain, stinging, numb area; approximately five months and three weeks post implantation: moderate/severe pain, severe stiffness; approximately ten months and three weeks post implantation: moderate/severe pain, severe stiffness, swelling. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00271, 3007963827-2021-00272, 3007963827-2021-00273. Medical product: femur cemented (cr) standard left size 9, item# 42502606601, lot# 64805825; tibia cemented 5 degree stemmed left size f, item# 42532007501, lot# 64762023; articular surface fixed bearing (cr) left 12 mm height, item# 42511000512, lot# 63641917. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain, inflammation, and has had a high white blood cell count since she had an initial right knee arthroplasty. The patient stated that the surgeon told her that he gave her a different size because there was not an option available in her size because she is a smaller person. Patient also stated that she is allergic to nickel. Attempts to obtain additional information have been made; however, no more information is available at this time.